Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was in a car accident approximately six months ago and since that time was not getting benefit. It was noted that therapy was perfect prior to the car accident where the seat belt pressed hard against the stimulator. It was reported that the hcp wanted to leave the lead intact and wanted options for replacing everything else, however the patient¿s current components were unknown. It was reported that the patient claimed to have been implanted in 1983, and there was no way to take telemetry. The patient was speaking with a neurosurgeon on the possibility of a system replacement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the clinic was asking the patient if he would like to consider a replacement. It was noted a replacement had not been scheduled yet. It was unknown what the patient and his healthcare provider had decided.